Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, it was noted no problems with the blue suture and white/black sutures, suture tape is damaged and tore off, an eco-37907 was opened to address the issue. Functional test was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
On 2/8/2023, it was reported by a sales representative via sems that (2) ar-1588rt-2j tightrope ii rt and an ar-1588rtt acl fibertag tightrope, both snapped and kept bunching up. This was discovered during a procedure. Additional information received on 2/13/2023: per sales representative, three ar-1588rt-2j tightrope ii rt sutures snapped. The first suture broke when surgeon was passing it through the femur, and the other two would not shortening properly, which cause them to bunch up and frayed. The case was completed by removing all the broken sutures and using an ar-1588rtt acl fibertag tightrope. This was discovered during an acl procedure on (B)(6) 2023.